Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a varipulse bi-directional catheter for which was not irrigating after the device has been used on the patient. It was initially reported by the customer that the varipulse bi-directional catheter was not irrigating. A second device was used to complete the operation. There was no adverse event reported on patient. The customer's reported no irrigation issue is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On 27-jan-2026, additional information was received indicating the suspected device with issue was the catheter and not the pump; there is no problem with the infusion pump. After removing the catheter from the body, they flushed it before entering the body again, but it was found that there was no water coming out of the catheter outlet. After replacing the catheter with a new one, the water came out normally. Repeated flushing revealed that the injection port was clogged. The correct catheter settings were selected on the generator and there were no issues with flow rate change at the start of ablation. Based on the information received indicating the issue was discovered after the device had already been used on the patient, the event was reassessed as an MDR reportable malfunction.

Manufacturer narrative:
Device investigation details: a picture was received for evaluation following johnson & johnson medtech (j&j medtech) procedures. According to the picture provided by the customer, the photo does not provide sufficient information related to the irrigation issue reported by the customer since only the device was observed in the photo. No results can be obtained from it. A manufacturing record evaluation was performed, and no internal action related to the reported complaint condition were identified. The customer complaint was not confirmed based on the picture received. The device has not been returned for analysis and a root cause is unable to be assigned based on the current evidence. If the device is received in the future, the product investigation will be performed and updated accordingly, and any action will be taken if necessary. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. Note: h6. Investigation findings code of ¿appropriate term/code not available (c22)¿ used to represent the photo analysis results. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref.#: (B)(4).